Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 92 events were reported for this quarter. Product return status: 37 devices were received. 2 devices were not available for evaluation. 52 devices were evaluated based on historical data analysis. 1 device investigation type has not yet been determined. 92 devices were not labeled for single-use. 92 devices were not reprocessed or reused.

Event description:
This report summarizes 92 malfunction events in which the device reportedly overheated. 68 events had no patient involvement; no patient impact. 16 events had patient involvement; no patient impact. 7 events had insufficient information received. 1 event which had a mild injury, illness or impairment which can be treated with minimal or no intervention.

Event description:
This report summarizes 92 malfunction events in which the device reportedly overheated. 68 events had no patient involvement; no patient impact. 16 events had patient involvement; no patient impact. 7 events had insufficient information received. 1 event which had a mild injury, illness or impairment which can be treated with minimal or no intervention.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: corrected data: h10 92 previously reported events are included in this follow-up record. Product return status: 37 devices were received. 2 devices were not available for evaluation. 53 devices were evaluated based on historical data analysis.